Event description:
It was reported that during a device upgrade, insulation abrasion was noted on the pace/sense lead. No electrical anomalies were detected. Lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.